Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that customer removed the sensor and there was no needle. Customer¿s blood glucose was 170 mg/dl. Customer stated that sensor had loss of communication. Sensor will be returned for analysis.

Manufacturer narrative:
Inspected one opened/used sensor and found broken electrode part missing. Unable to confirm customer received sensor damage due to customer returned opened/used. Also missing insertion needle.